Event description:
This patient was in critical condition and went into cardiac arrest. This patient had one mainline IV, intravenous, in place. The IV was pulled on (not pulled hard, the IV line was not taut) and it snapped into two pieces. Because this patient was so critical, IV access was very important and it was a challenge to restart the IV. The IV tubing breaking may or may not have contributed to this patient's demise. This IV tubing break happened in the middle of the line...not at a connection site.